Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was ejecting insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: there was evidence of a load step malfunction found in the black box with a no cartridge detected alarm on (B)(6) 2015. The pump was able to perform the prime steps without any alarms or issues. The pump passed a force sensor calibration test. The pump¿s cover was removed and an intermittent condition was found to the force sensor component due to a cracked trace near the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.